Manufacturer narrative:
Product event summary: hvad pump was not returned for evaluation. Two (2) controllers four (4) batteries, and a battery charger were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis associated with (B)(4) revealed a controller power with pump start event on (B)(6) 2017 at 19:21:06 the data point recorded prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 94% relative state of charge (rsoc) and (B)(4) was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 17 minutes. The continuous ¿no power¿ alarm is generated when both power sources are disconnected from the controller. As a result, the reported event was confirmed. Additionally, two (2) low flow alarms and four (4) vad disconnect alarms have been logged on (B)(4) since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or to troubleshooting. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4), controller 1.0: yes, return date: 05-apr-2017: FDA method code(s): FDA 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was found deceased at a rehabilitation clinic. The ventricular assist device (vad) was alarming. No further information has been provided.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. It was further reported that the patient was discharged from the hospital to a rehabilitation clinic after ventricular assist device implantation and biological aortic valve replacement. At the time of hospital discharge, the patient was independent, completely oriented and self-confident in the use of the device. The patient was in good general condition at the rehabilitation clinic. At the time of the event, the patient was on the telephone with family and hung up due to an alert. After approximately 15 minutes, a caregiver was in the room and found the patient lifeless. The caregiver connected a battery to the controller and the device restarted. Resuscitation was attempted but unsuccessful. The readout of the controller showed that only one battery was connected to the controller. The battery was 95% charged at the time of the event. It was suspected that no battery was connected to the controller and after 15 minutes, a half-full battery was connected. The batteries have a locking device which cannot normally be released independently. It remains unclear as to why only one source of energy was connected, not two sources of energy as taught in the training prior to hospital discharge. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(Controller serial number) product event summary: the pump was not returned for evaluation. Two controllers and 5 batteries were returned for evaluation. The returned controller passed visual inspection, functional checks and system running test. Controller functionality was tested, and the system testing did not indicate any abnormal operation of the controller. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 1 controller power-up and associated pump start event on (B)(4), indicating a loss of power to the controller on (B)(6) 2017 at 19:21:06. The last data point before the controller power up event was logged at 18:59:41 with batteries (B)(4) (94% capacity) connected to port 1 (active power source) and (B)(4) connected to port 2 of the controller. The maximum pump off time was approximately 21 minutes. The first data point after the controller power up event was logged at 19:21:42 with (B)(4) (49% capacity) connected to port 1 as the active power source. No power source was connected to port 2 of the controller. 4 vad disconnect alarms have been logged on (B)(4) since on (B)(6) 2017 likely due to physical disconnection of the driveline from the controller. Additionally, 2 low flow alarms have been logged on (B)(6) 2017. Failure analysis of the returned controllers, batteries and battery charger revealed that the devices passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported event may be attributed to double disconnection of the power sources from the controller. Additional products: controller 2.0 / (B)(4) / model #: 1407de expiration date: 2018-04-30, UDI #: asku. Return date: 2017-10-24, mfg date: 2017-04-30, (B)(4). If information is provided in the future, a supplemental report will be issued.